Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the catheter from a thal-quick chest tube set separated at the hub. The device was placed in a left lateral approach and was attached to a chest drain system. Later when the nursing staff rolled the patient, it was discovered that the catheter separated at the junction between the conical adapter and the catheter shaft. The catheter was clamped with green kelly clamps; however, air could still be heard entering the chest, so metal kelly clamps were applied, and the catheter was removed. A chest x-ray (cxr) was taken after the incident and no pneumothorax was observed. It was noted that the patient was supine when the separation was discovered. The catheter was not replaced. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used chest tube was received intact. No separation was noted. The chest tube did not leak from where the conical adapter meets the shaft of the chest tube. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) was unable to be completed, due to the lack of lot information from the complaint facility. A lot number was unable to be determined from a sales history report. Cook also reviewed product labeling: the user followed all relevant instructions in the IFU related to this failure. Evidence gathered upon review of dmr and device failure analysis, there is no indication the complaint device was manufactured out of specification. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that no problem was detected. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): postal code - (B)(6). E3 - occupation: risk management. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a thal-quick chest tube set separated at the hub. The device was placed in a left lateral approach and was attached to a chest drain system. Later when the nursing staff rolled the patient, it was discovered that the catheter separated at the junction between the conical adapter and the catheter shaft. The catheter was clamped with green kelly clamps; however, air could still be heard entering the chest, so metal kelly clamps were applied, and the catheter was removed. A chest x-ray (cxr) was taken after the incident and no pneumothorax was observed. It was noted that the patient was supine when the separation was discovered. The catheter was not replaced. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.